Manufacturer narrative:
(B)(4).

Event description:
Customer also had diabetic ketoacidosis. There was no blood glucose of 900mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 1000 mg/dl at time of incident. Another blood glucose level was 900 mg/dl. Customer thought that they had some bubbles collecting at the top and they got a no delivery and did not do anything about it. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as confusion, tired, weak was sleepy. The device will not be returned for analysis.